Event description:
New information notes that loss of pacing did not occur and that the device was instead explanted prophylactically. It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021. Explant of the device took place on (B)(6) 2021, and the patient was stable throughout.

Event description:
It was reported that the pacemaker exhibited loss of pacing and the device was explanted and replaced.

Manufacturer narrative:
The device was returned without a specific complaint or event. Failure event observed during analysis. As received, the device output and telemetry communication were normal. Visual inspection of the header attachment area detected a bonding anomaly between the epoxy header and titanium case. The device was cut open to enable further testing and the battery was found in normal range. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.